Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a noisy image. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope received an e315 error. The issue was found during an set up for a therapeutic endoscopic sphincterotomy procedure. The procedure was completed with an olympus back-up device. There were no reports of patient involvement.